Manufacturer narrative:
Qn#: (B)(4).

Event description:
On 03/02/2020 15:30:21 (B)(6) it was reported that: "involving a (B)(6) old baby treated for a lymphangioleiomyomatosis. It was observed that the juncture hub was cracked. So, it was not possible to attach properly the catheter. There was no 3rd attachment point so we used adhesive strips to attach the catheter. The catheter had been inserted on (B)(6) 2020 under subclavian and attached to the skin by non-absorbable thread. The device was not removed. No intervention reported.

Event description:
(B)(6) 2020 15:30:21 utc (B)(6) chosalland (jchosall). It was reported that: "involving a 7 months old baby treated for a lymphangioleiomyomatosis. It was observed that the juncture hub was cracked. So, it was not possible to attach properly the catheter. There was no 3rd attachment point so we used adhesive strips to attach the catheter. The catheter had been inserted on (B)(6) 2020 under subclavian and attached to the skin by non-absorbable thread. The device was not removed. No intervention reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.